Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had their device for a long time and it wasn¿t working helping and after a while it just ¿quit working¿. It was asked but was unknown when this began. The patient stated that they decided not to have it taken out and stated that due to personal issues they couldn¿t make it back to the doctor to have it looked at. The patient stated that ¿something happened to the stimulator evidentially¿ and it was moving in their back/shifting from side to side. They stated that in (B)(6) 2018, prior to their stroke, they had noticed it had moved but it wasn¿t causing them pain. However, it was reported that the patient had since lost some weight as a result of their stroke and it was hurting them/causing them pain because it was pressing against their spine. The caller stated that they went to a pain clinic and the only thing they could do was get it taken out. The patient was looking for a healthcare provider (hcp) to remove their implant. No further complications were reported/anticipated. On 2019-03-06, (B)(4) update: no new information reported.